Manufacturer narrative:
It was reported that a foley catheter was placed and came out when the patient was turned. After removal, the catheter balloon was checked and a stream of saline was noted shooting out sideways as it was pushed into the balloon. No patient harm was identified and a new foley catheter was inserted. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that a foley catheter was placed and came out when the patient was turned. After removal, the catheter balloon was checked and a stream of saline was noted shooting out sideways as it was pushed into the balloon. No patient harm was identified and a new foley catheter was inserted.